Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone that the insulin pump got exposed to fluid after using the pump in the pool. Also, the keypad was unresponsive. Customer¿s blood glucose was unknown. The insulin pump will be replaced and returned for analysis.